Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter serial number (B)(4) was provided for investigation where it was tested using a retention battery, a different lot of retention test strips, and retention controls. Control ranges: level 1 = 30-60 mg/dl. Level 2 = 261-353 mg/dl.. Results: level 1: 42 mg/dl, 43 mg/dl, and 42 mg/dl. Level 2: 292 mg/dl, 293 mg/dl, and 292 mg/dl.

Event description:
The initial reporter stated they received a discrepant result for one patient tested with accu-chek inform ii meter serial number (B)(4). At 5:24 a.m., a sample from the patient was tested using the meter, resulting with a glucose value of 19 mg/dl. At 5:27 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a glucose value of 50 mg/dl.